Event description:
It was reported that during a laparoscopic appendectomy procedure, the device was fired and there was bleeding. The surgeon noticed that the staples were not closing all the way and the device was held longer for compression. It is unknown how the bleeding was controlled and there was no need for a blood transfusion. Another device was used to complete the procedure. No adverse consequences reported. The device was discarded.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter was reading inaccurately high compared to his feeling/normal result(s). The medical surveillance specialist (mss) was unable to reach the lay user/ patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6), 2010 (time not specified). At an unknown time, the patient reportedly obtained blood glucose results of "310, 276, 137, and 362 mg/dl" with the subject meter. The patient indicated he manages his diabetes with insulin (self-adjuster); however, it is unclear what action the patient took in response to the alleged issue. At an unknown time after the alleged issue began, the patient reportedly developed symptoms of shaking and feeling hungry, and was administered food and/or drink as treatment by a health care professional in the emergency room. During troubleshooting, the csr confirmed the subject meter was set to the correct unit of measure setting (mg/dl) and verified that the patient was using the correct vial of test strips. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms suggestive of severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
(B)(4). The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. Access was obtained through the femoral artery. The 80-90% stenosed, 4mm wide by 36-38mm long target lesion had a 45 degree bend and was located in the severely calcified and non-tortuous left main (lm) to proximal to mid circumflex artery (cx). The lesion was predilated with a 3x20mm balloon inflated to 14-18barrs. After predilating the lesion, the stenosis was reduced to 40%. Then a 4.0x38mm promus element stent delivery system (sds) was advanced and it crossed the proximal section of the lesion but could not advance to the cx. The stent was pulled back into the guide catheter and the delivery device was removed. The lesion was further dilated with a 3.5x20 balloon. However, when the sds was re-advanced it still could not cross the lesion. Upon pulling the delivery system back into the guide, the stent got caught and dislodged in the lm. The stent was located in the lm and first segment of the cx with the proximal segment of the stent located in the aorta. Attempts to retrieve the stent with a balloon and basket device were unsuccessful. The procedure was not completed at this time and the stent remains in the patient. No additional patient complications were reported. Post procedure, the patient's hemodynamic parameters were normal, the myocardial enzymes did not rise and the patient did not have angina. The patient will be sent for bypass surgery but it has been postponed as the patient is on clopidogrel and aspirin. This product is only ous approved but it is similar to an approved us device